Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the cartridge and connector to the pump during an infusion set change, as the assembly would not lock, and the issue resolved after replacing both the connector and cartridge; no pump alerts occurred, and blood glucose was reported at 146 mg/dl with no impact to glycemic control. Symptoms included no adverse health effects. Outcomes included continuation of therapy without clinical sequelae. Investigation included guided troubleshooting, a dry run to confirm cartridge seating, and replacement of the involved disposable components. Investigation of this case revealed that the connection issue was reproducible with the original cartridge and connector but resolved upon replacement, consistent with a transient fit or seating problem related to disposable components. It was concluded, based on previously established findings for similar reports, that the cause was a component interaction or user-interface issue not resulting in device malfunction or patient injury.